Event description:
Patient received spinal anesthesia for a bilateral tubal ligation, the spinal was ineffective and patient required general anesthesia. This was one of 5 ineffective spinals for the month of january. Believe problem may be with the bupivacaine in the kit. 2ml ampule 0.75% bupivacaine hcl in 8.25% dextrose inj.,usp. Vial not saved. No lot number noted. Company sent replacement vials, so vials in remaining kits will not be used.